Event description:
Patient enrolled into the (B)(6) trial. After the stent was placed, the patient reported right sided weakness, right facial droop, and slurred speech. Patient recovered without sequelae.

Manufacturer narrative:
A review of the device history record for this device did not reveal any discrepancies relevant to the reported event. Please reference MDR 2183870-2010-00171-originally reported in (B)(6) 2010. Per the site it was not related to spiderfx, however, the clinical event committee (cec) reclassified this event as being related to protege and spiderfx on (B)(4), 2011.